Event description:
End user hosp reported 6f introducer sheath clogged with thrombus during procedure. The case lasted approx 15 min and the phyhsician flushed between catheter exchanges. The heparin protocol for the lab is a flush of 1000 units in 500cc's for each pt. There was no pt injury. The used device is being returned.